Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure there were misformed staples. No further information is available. No patient consequences reported. Procedure was completed with same like device.